Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: during investigation, the battery compartment was found to be cracked below the grip pad. The battery compartment threads were also found to be damaged. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment and underside the battery cap. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.